Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had the ins and leads removed on (B)(6) 2019. The ins was sitting on a nerve and giving them an issue with their leg and the therapy never really helped them. No further complications reported.